Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately 2-3 minutes after release of the closure device, just prior to removing the intracardiac echocardiogram catheter, a 1.2cm pe was observed surrounding the pericardium. A pericardiocentesis was performed and 300ml of fluid was drained. The drain was removed and the patient was transferred to the intensive care unit. The patient remained hemodynamically stable throughout the procedure, pericardiocentesis and afterwards. The patient fully recovered and was discharged the next day. Since the drained blood from the pericardiocentesis was dark, the physician suspected that the pe may have originated in the right atrium during the trans-septal crossing.